Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting.

Event description:
Customer reported: the customer reported that the dock was running a test when smoke started to come out, it was a few seconds into running the test. The medical assistant pulled the test out right away and the cassette was slightly melted. No adverse event occurred. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided. Information reported by user is being reported as required by 21 cfr 803.